Manufacturer narrative:
A review of manufacturing records verified that the lot met all prerelease specifications. The device remains in the patient. Further investigation is being conducted and will be included in the final report. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore that on (B)(6) 2024, a 30 mm gore® cardioform septal occluder was selected to treat a patent foramen ovale (pfo). Prior to hospital discharge post implant, ultrasound imaging was performed but it was reportedly not recognized that the device had embolized. Follow-up imaging on (B)(6) 2025 reportedly confirmed that the device was now lodging in the iliac artery bifurcation without causing obstruction.

Manufacturer narrative:
B5, describe event or problem: added information. Emdr section h6: codes have been added/updated to reflect the extent of the investigation performed: h6, medical device problem code: added a150208. H6, component code: replaced g07003 with g04088, added g04027. H6, type of investigation: add code b11, b14, b20. H6, investigation findings: replaced c21 with c19. C19 - a review of manufacturing records verified that the lot met all prerelease specifications. The device remains in the patient. Therefore, an evaluation of the device cannot be performed. H6, investigation conclusions: replaced d16 with d15. Despite attempts, no supplementary information has been returned, including clinical images. Gore has thus no knowledge of the patient's anatomical measurements and if the size of the 30 mm gore® cardioform septal occluder was selected adequately relative to the size of the patent foramen ovale. Based on the incident description and in the absence of further information, gore is unable to determine the cause of the event or assign a definitive root cause.

Event description:
Follow-up imaging on (B)(6) 2025, reportedly confirmed that the device was now lodging in the iliac artery bifurcation without causing obstruction. Reportedly, the reason for the embolization is unknown and gore has not received additional information as to whether a reintervention has been scheduled to retrieve the device from the patient.